Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they would like to know how to set up an appointment to have their device checked. They indicated that they have developed a mild burn mark where their battery pact is. No further complications were reported. The patient was implanted for non-malignant pain.